Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that discordant, falsely low enzymatic creatinine and carbon dioxide results were obtained on a patient sample on the dimension vista 500 instrument. Siemens determined that quality controls were within expected ranges on the day of the event and a customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: replaced the reagent 1 mixer after reviewing photometer data, inspected aliquot drain for gel build up, and ran service method tests, resulting acceptably. Siemens further investigated the instrument files and determined that there is no indication of a reagent delivery issue; the initial discordant result and the repeat results were obtained using the same aliquot well. A sample integrity issue potentially contributed to the discordant, falsely low co2 and ecrea results. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) and enzymatic creatinine (ecrea) results were obtained on a patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated three times for ecrea and once for co2, resulting higher. The 1st repeat result for co2 and the 2nd repeat result for ecrea were reported to the physician(s) as the correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 and ecrea results.